Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during an episode of ventricular fibrillation (vf). Additionally, the superior vena cava (svc) coil of the rv lead exhibited high/undefined impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.